Manufacturer narrative:
(B)(4)5.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's mother reported that the insulin pump returned a low battery alert when a new battery was installed. Caller reported that when she tried to remove the battery cap, it would not come off. Customer then reported that when she tried to clear the alert, the keypad became unresponsive. Blood glucose level was around 130 mg/dl at the time of the call. No further information was provided.